Event description:
Screws are loose but not missing from the stryker mako acetabular inserter. This is the 3rd similar event at our facility. Manufacturer response for stryker mako acetabular inserter, mako acetabular inserter (per site reporter). They inquired about the detergent used.